Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual analysis of the returned sample exhibited a portion of the radel handle broken off from the rest of the device. The broken fragment(s) were not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2020-09-21. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: not applicable due to non-sterile reusable instrument. 5) IFU reference: (B)(4). Device history batch: a manufacturing record evaluation was performed for the finished device [259807570 / ab4892832] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual analysis of the returned sample exhibited a portion of the radel handle broken off from the rest of the device. The broken fragment(s) were not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2020-09-21. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: not applicable due to non-sterile reusable instrument. 5) IFU reference: IFU-78405807. Device history batch: a manufacturing record evaluation was performed for the finished device [(B)(6)/ (B)(6)] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual analysis of the returned sample exhibited a portion of the radel handle broken off from the rest of the device. The broken fragment(s) were not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the thread of the inner part of the inserter is defective and the plastic has broken off. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.